Event description:
It was reported that a vessel preclosure of a femoral vein was attempted using two perclose proglide devices prior to a melody valve procedure. Reportedly, after the procedure, hemostasis was achieved using the perclose proglide devices and a technician held compression on the site for less than two minutes to stop tissue ooze. It is standard hospital policy to apply compression to control tissue ooze. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided. Analysis of the returned device found the posterior cuff and its needle failed to eject from the posterior foot pocket resulting in the anterior cuff detaching from the anterior needle tip.

Manufacturer narrative:
(B)(4): incorrect anatomy. The closure was in the common femoral vein, which is incorrect anatomy per the instructions for use (for use in the common femoral artery). Evaluation summary: the analysis of the returned device indicated that both cuffs successfully captured the needles during needle deployment. However, an incomplete blow-thru occurred as the posterior cuff and the needle failed to eject from the posterior foot pocket. Because the posterior cuff was not ejected from the foot pocket, when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the anterior needle tip. The needle shank was examined and there was no evidence of excessive loctite found on the shank. The plunger was deployed in a proxy device and the push mandrel travel was acceptable. The patient anatomical condition may have contributed to the reported experience. It was reported that a preclosure technique of a femoral vein was attempted using two perclose proglide devices prior to a melody valve procedure. The perclose proglide device instructions for use (IFU) states: the perclose proglide suture-mediated closure (smc) system is designed to deliver monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional procedures. The IFU also states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Whether these circumstances contributed to the reported complaint is undetermined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to a inspection during manufacturing and a quality control audit inspection is performed to verify product quality.